Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the technician confirmed the motor sockets were corroded. Updated product return date.

Event description:
It was reported that prior to a surgical procedure at the user facility, the device was overheating. There was no associated procedure, no patient impact, no medical intervention, no surgical delay and no adverse consequences reported.

Event description:
It was reported that prior to a surgical procedure at the user facility, the device was overheating. There was no associated procedure, no patient impact, no medical intervention, no surgical delay and no adverse consequences reported.